Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper device handling which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device electrical contact was damaged and control unit did not function. It was further determined that the device failed pretest for general condition, check the oscillations frequency, 10800 to 14200 oscillations/minute, check the off/on/on mode, check the triggers and ecu (electronic control unit). It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter was reported as sergio sepulveda in chile in the initial report, the reporter name and address were updated to manfred schwarz in switzerland. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The date the device was returned to manufacturer was reported as jan 09, 2018 in the initial report. The date has been corrected to dec 15, 2017. If additional information should become available, a supplemental medwatch report will be sent accordingly.